Event description:
The jaws of the applier was found misaligned during a inspection after use. Testing it, it was difficult to ligate properly. As a result of confirming with the customer the misalignment was not found during an inspection but during use. The user found it difficult to load a clip during a surgery so they checked the applier and found misalignment.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in may of 2020. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly recessed into the outer tube assembly. Further evaluation shows that one of the jaws is bent/damaged. We are able to validate this complaint. We are unable to determine what caused one of the jaws to become bent/damaged and for the jaws to be slightly loose and misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier was found misaligned during a inspection after use. Testing it, it was difficult to ligate properly. As a result of confirming with the customer the misalignment was not found during an inspection but during use. The user found it difficult to load a clip during a surgery so they checked the applier and found misalignment.